Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the black box showed evidence of loss of prime illustrated with "loss of prime due to low non-zero" warnings. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly; no call service warnings or any other alarms occurred during the investigation. Product analysis was unable to duplicate the ¿loss of prime¿ complaint.